Manufacturer narrative:
Omit: b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion. Not yet available. Correction: manufacturing location. Additional information: device eval by manufacturer?, imdrf annex a, b, c, d, g codes and manufacturer narrative a device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the reported broken component in the keypad/door assembly was confirmed during the investigation. The device was inspected externally; the inner door was found broken at the bottom right corner. The suspect pump module was connected to a pcu from the dchu lab. Upon connection, the following error appeared on the screen: 210.5020. The error was resolved by replacing the door harness of the suspected pump module with a known-good part from dchu lab for testing purposes only. Once the error was corrected, it was determined that the impact on the inner door area had damaged the original door harness. A log review was performed on the suspect pump module and showed two error codes recorded: on 19apr2025 the error 240.4150 peripheral_version_response_failure; severity=runtime_fatal_severity. On 21oct2025, the error 210.5020 sensor_broken_high_failure; severity=runtime_log_only_severity; subsystem=lvp_bottle_pressure_ss there was no further information revealing the causes of the incidental faults found or the primary fault reported. Subsequently, a test infusion was programmed, and upon starting it, the error code 240.4150 appeared, which was attributed to a failure in the upper (bottle-side) pressure sensor. For testing purposes only, the bottle-side pressure sensor was temporarily replaced with a known-good part. After replacing the defective components, an infusion was performed with a rate of 300 ml/h and a vtbi of 900 ml over 3 hours. The infusion was completed successfully with no errors or failures recorded during the process. The bd alaris system user manual (v12.1) states in its warnings and cautions, do not use a device that appears to be damaged. Send the device to biomedical engineering for repair. Perform device inspections to prevent a damaged device from being returned to patient use. Use of a damaged device can result in patient harm. The devices were in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Note to repair center: please replace the door harness and the upper (bottle-side) pressure sensor. Repair center should follow their normal processing of the device, looking for any incidental issues prior to returning it to the customer. Dchu will not be picking up the cost of the incidental repairs. Root cause: the root cause of the reported keypad/door assembly broken component failure is attributed to a damaged door cable harness. The probable cause of the broken component could be attributed to improper handling of the device or a fall. The returned device was fully evaluated. Note that this report lists imdrf annex a0709, d02, c0201, g0301204 codes not associated with the reported event but identified as reportable malfunctions observed on the device during investigation are unrelated to the reported issue. These other failures presumptively did not cause or contribute to the reported issue. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the keypad/door assembly had a broken component. There was no patient involvement.

Event description:
It was reported that the keypad/door assembly had a broken component. There was no patient involvement.

Manufacturer narrative:
The actual date of event is unknown. A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii), the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.